Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, lot #: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot #: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 11-may-2013, UDI #: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 11-may-2013, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported a patient implanted with a deep brain stimulation (dbs) device had advancement of their parkinson's disease symptoms. The patient gradually got significantly worse to the point they couldn¿t walk more than a step or two anymore on their own or with assistance and were pretty much wheelchair bound. In addition, in the spring of 2018 the patient had swallowing issues to where they sort of quit eating, had trouble swallowing their food, and were ¿pocketing¿ their food and dropped a significant amount of weight. They finally put a feeding tube in (B)(6) or (B)(6) 2018 because the healthcare provider thought that maybe not all the leads from the system were working correctly, but the patient couldn¿t get an appointment until (B)(6) 2018. After the feeding tube went in the patient gained a significant amount of weight. Following this a healthcare provider said, ¿only 2 of the leads were working, but they didn¿t think it would make a difference,¿ but the timeline of when the leads stopped working was unknown. It was noted at first the hcp thought it was just one lead, but another hcp said 2 leads and that it wouldn¿t make a difference. On (B)(6) the patient had only the ins replaced to see if they could ¿get anything with getting more of the leads working as one hcp presumed that would help while another thought it wouldn¿t make a difference¿ but the consumer wasn¿t notified of this until after the surgery. In addition, the consumer stated the patient had some urinary incontinence issue but in 2018, after the feeding tube went in, the patient started having urinary retention where they had to be catheterized, and after a certain time it got to where they needed a more permanent catheter, so they had a suprapubic catheter placed the day before (B)(6). By the day after (B)(6) the patient was hospitalized and was diagnosed with pneumonia either on (B)(6) or the day after which the consumer didn¿t think was related to the device unless it was related to swallowing issues. The consumer stated ¿it was all in the parkinson's disease and the patient was diabetic too and had a lot of strikes against him.¿ after the patient got out of the hospital they were put on hospice care and lasted approximately a week before dying in a medical facility on (B)(6) 2018. According to the consumer it was unknown if the death was related to the device or therapy at this time, as autopsy records were available, but the consumer hadn't received any information on them yet. The caller stated they didn't think the cause of the death was related to the device, but that it was just advancing of the patient's parkinson's disease as they ended up with swallowing issues and pneumonia which they thought was precipitated by the placement of the suprapubic catheter. After the patient died they were cremated so the consumer assumed they removed the device when they did the autopsy, but they didn¿t know. Further follow-up was performed with the hcp who stated the leads were working correctly except for one that wasn¿t active. The cause of the lead issue was unknown even after the device was interrogated and an impedance check was performed. According to the hcp the patient didn¿t experience any symptoms related to the lead not working and that their worsening parkinsons¿ symptoms were unrelated to the device or therapy. Regarding the replacement of the implantable neurostimulator (ins), it was replaced due to normal battery depletion. The hcp didn¿t know if the explanted ins and leads would be returned for analysis. No further complications were anticipated.